Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of device history records revealed no recorded anomaly or deviation. Explant date - n/a. There are warnings in the package insert that this type of event may occur. Under possible adverse events, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that the patient experienced pain in the left hip post-implantation. The patient was treated with medication.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.